Event description:
A baxter service technician found that a homechoice system failed the therapy monitored volume performance specification during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The returned instrument test / evaluation (rite) failure - therapy monitored volume failed performance specification is automatically confirmed. The issue of rite failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. The cause of the rite functional test failures was determined to be deteriorated piston foam. The hc device to be forwarded to service and the piston foam to be scrapped.

Manufacturer narrative:
(B)(4). Correction applied the g4 field. Incorrect information was populated in the g4 field in emdr report number 1423500-2011-11144 001.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.